Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 36 mg/dl, 55 mg/dl and 71 mg/dl. The customer was treated with carbohydrates and sugar. The customer declined troubleshooting for low blood glucose. The customer also reported that they received calibration accepted alert. The insulin pump will not be returned for analysis.